Manufacturer narrative:
(B)(4).

Event description:
Information received from the manufacturer's representative reported that the patient had their implantable neurostimulator (ins) replaced due to infection (dec. Of an unknown year). It was unclear if it was this manufacturer's device or another (follow up is being conducted to clarify this). The indications for use for the implanted device were noted as multiple back operations and postlaminectomy pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.